Event description:
It was reported that while trying to implant a 2.3mm screw the tip of the 1.5 hex driver tip broke. There was no reported delay or adverse consequence to the patient.

Manufacturer narrative:
To date, the device has not returned for evaluation. The root cause has been established through acumed's health hazard evaluation process. Acumed has taken appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.